Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient details and orders were not crossing over to the station. A technical support specialist found that the station was nearly an hour behind server time. The time was subsequently adjusted to match the server, and an assessment of the time service revealed that it was disabled. The service was then configured for automatic startup and the time was resynchronized. After these adjustments, the station's time was accurate, and communication was successfully restored. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where all the patient details and orders were not crossing over to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.